Event description:
The patient was revised because of infection. Update: 3/15/2012 - litigation papers were received. They allege that patient had pain in her back and groin. The complaint was reopened to reverse the MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The patient was revised because of infection. Doi: (B)(6) 2007 dor: (B)(6) 2010 (left side). Update: (B)(6) 2012 - litigation papers were received. They allege that patient had pain in her back and groin. The complaint was reopened to reverse the MDR decision. Update: (B)(6) 2012 - litigation papers were received. There is no new information that would affect the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.